Event description:
A patient was implanted with a cslp va plate and screws on (B)(6) 2011. During a follow-up visit, one of the 4.0mm quick lock self-drilling va screws was noted to be backing out. The patient is asymptomatic. The surgeon does not plan on revision patient at this time and will continue to monitor the patient. This report is number 1 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.